Manufacturer narrative:
Manufacturing date: january 10, 2017 ¿ january 11, 2017. The devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted crystallized drug at the blue winged luer cap which was slightly untightened. A leak test was performed with the cap tightened. No signs of leak were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) singleday infusors were leaking. The devices were filled with desferrioxamine and crystallization was found around the blue cap. There was no patient involved. No additional information is available.